Event description:
It was reported by healthcare professional that the nitrile gloves possibly caused a severe allergic reaction after the 2nd time of use. An emergency room visit was warranted, and epinephrine was administered to control the symptoms. Symptoms included watery eyes, severe left eye periorbital swelling, coughing, wheezing, and airway swelling.